Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) reported having issues with the cassette in the 3rd cycle, where the hc alarmed at 3am and stated they have a small dog (further details not provided). The hp stated they had to start over with new supplies in order to start therapy. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number h13d24023 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.